Manufacturer narrative:
H10: a philips clinical application specialist (cas) spoke with the customer and confirmed the reported issue. There was no sound when the volume was set to the highest setting of 10. A philips remote service engineer (rse) performed troubleshooting. The configuration settings were verified to be correct. The rse advised the customer to remove the cable and speaker and place it on a second surveillance. The speaker worked successfully on the second surveillance which confirmed that the cause was internal to the ICU-step surveillance personal computer (pc).this is considered a product malfunction; the audio of the pc failed. A quote was provided to the customer, however the customer did not accept the quote. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not receiving audio. The device was in use on a patient. There was no report of patient or user harm.